Event description:
During use of the device for a non-clinical activity, the user reported that saw was contaminated. A brown substance was found when the cover plate was removed. Since the event occurred during non-clinical activity, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.